Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Image review: review of the provided images is consistent with the reported complaint. Root cause of the failure mode cannot be confirmed without the returned device. Images show that there are malformed staples sticking out of the reload.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, curved-tip stapler stopped mid staple and received an exposed blade message. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The site was able to remove the suspected stapler and install a 45mm stapler to continue the procedure. Technical support engineer (tse) recommended to have the site return the suspect stapler instrument back for investigation. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Advanced technical review (results): system log investigation: a review of the logs for the curved tip stapler 30 associated with this event has been performed by an intuitive surgical, inc. (Isi) advanced failure analysis (afa) engineer. The following additional information was provided: the logs showed that this instrument was fired 2 times (1 white reload, 1 green reload, unsure of the order). The logs show one instance of error code 22030, indicating that one of the firings with this instrument during the procedure failed. Parameters indicate the failure was a general firing failure. There were no additional stapler related errors in the logs.